Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for tp2 total protein gen.2 (tp) on a cobas 6000 c (501) module - c501. The sample initially resulted as 3.8 g/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 6.7 g/dl. The sample was repeated a second time, resulting as 6.7 g/dl. The patient was not adversely affected. The tp reagent lot number was 19727001, with an expiration date of 01/31/2018. The field service engineer determined that the gear pump pressure was too low. He readjusted the gear pump pressure. The system was found to be operating within specifications. The customer ran controls and these passed.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Low gear pump pressure causes reagent carry over effects, which may explain the low result. A review of the alarm trace also showed signs that the quality of the sample may have been poor.